Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that during an embolization treatment procedure, the coil could not be advanced. The physician positioned an unspecified 0.035 angio catheter to block the mildly tortuous and mildly calcified internal iliac artery. Then half of an interlock-35 coil was inserted into the catheter but the coil didn't move even back and forth when the physician pushed and pulled the coil. The coil was withdrawn from the catheter and the force used to remove the device lengthened the coil. The procedure was completed with another interlock -35 coil. No patient complications were reported and the patient's status is stable. However, the product analysis on the returned device revealed that the main coil was broken.

Manufacturer narrative:
(B)(4). Device evaluation: visual inspection revealed that the coil was extremely stretched, kinked and returned in two pieces. The coil was stretched to such an extent that it resembled a wire. Some fiber bundles detached during analysis. Microscopic inspection revealed that the coil zap tip shape and surface was smooth. The interlocking arm of the main coil was inspected and no damage noted. Due to the severity of the stretching of the coil the measurements that could be taken were limited; however, the dimensions that could be measured met specification except for the number of fiber bundles. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause of the reported complaint has been determined to be user related as per the dfu instructions were not followed as the dfu gives instructions to use an imager ii selective diagnostic catheter in conjunction with the 035 coil. (B)(4).